Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st(device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch (device #1) on (B)(6) 2011 and implant of an unspecified bard/davol ventralex st (device #2) on (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device# 1 and device# 2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.